Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. Analysis of the event log files revealed a controller power up with associated motor start event logged on 01-sep-2020 at 07:23:07. The data point recorded prior to the loss of power revealed that an active adapter was connected to power port one and (B)(6) was connected to power port two with 94% relative state of charge (rsoc). The data point recorded after the loss of power revealed that a different battery was connected to power port one and an active adapter was connected to power port two. The controller was without power for thirteen seconds. No anomalies were observed leading up to the loss of power. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: serial or lot#: (B)(6), d10: yes, return date: 10-sep-2020, h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112, h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system: battery. Model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2017 / serial #: (B)(4), UDI #: (B)(4), concomitant medical products/therapy dates? Yes, return date: 08-sep-2020 . Device evaluated by MFR? No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 31-jul-2016, labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after disconnecting the controller ac adapter to attach a battery to the controller, the backup battery did not work and the controller exhibited a loss of power alarm with a ventricular assist device (vad) stop before another battery was able to be connected. The battery was exchanged. About a week later, the controller continued to exhibit a loss of power when the controller ac adapter was unplugged and any battery was connected to either power port. The controller was exchanged. No patient complications have been reported as a result of this event.